Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 6.5 cm - 6.7 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.